Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when pain of breakage occurred. (B)(4). This report is for unk - pins/wires/unknown lot number. Implanted date: device is unknown and is unknown when implanted. Not explanted. Device is not expected to be returned for manufacturer review/investigation. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had been implanted with a cannulated titanium pin to repair a broken heel, has been experiencing post-operative pain and suffering. Fifteen days post-operatively, x-rays revealed that the one titanium pin was broken and another had worked its way out (backed-out), causing a protrusion in the patient's back heel. Reportedly, the patient, a diabetic, having undergone a third surgery just a month ago and still experiences extreme pain. The backed out pin has not yet been revised. The patient is reportedly very weak and does not feel he has the strength to undergo another surgery. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.